Event description:
Customer reported melting and burning on base unit of device. Customer stated being unsure when base unit was last cleaned. No treatment. A request was made for return product and replacement product was sent.